Manufacturer narrative:
A ge service representative performed an onsite investigation. The (B)(4) motherboard cpu assembly was evaluated and identified as requiring replacement. Due to the obsolescence of this component, no further service was provided for the system. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.